Event description:
As reported, during a laparoscopic ventral hernia repair the capsure fasteners were not fixating the mesh adequately and had to be removed. Another capsure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh adequately. Evaluation of the returned sample could not reproduce the reported event. Simulated use testing found the device to function as intended deploying the remaining fasteners with no issues. No manufacturing anomalies were found. Review of manufacturing records shows the product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.